Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure in the left ventricular (lv) lead with a transeptal approach, the catheter became trapped in the mitral cords. It was impossible to capture the catheter in the sheath. A constant force was applied, and the sheath was pulled back one cm away from the catheter, which resulted in the catheter disengaging from the mitral cord. The procedure was resumed with the same catheter. It was noted after the procedure that there was no damage to the catheter and no materiel or tissue on the catheter tip. The case was completed. No further patient complications have been reported as a result of this event.